Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the pvc procedure, contact force was unable to be reset. There was a message on the screen saying ¿contact force catheter is intended for single use only¿.the catheter was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.